Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found no evidence of reported problem. Visual inspection and power up process were performed. The customer's reported problem was confirmed. According to the investigation the pump emitted double beep with no cassette attached onto the device during investigation and the pump faulty downstream occlusion sensor was the cause of the reported problem. Service's replaced the pump downstream occlusion sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information received a smith medical cadd legacy pump alarmed double beeped no cassette. No adverse patient events reported.